Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station have no power and failed to turn on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station have no power and failed to turn on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had dark screen, and station would not power on. A field service engineer found that the drawer controller on drawer 2.1 in the main unit had failed, which caused the power supply to enter crowbar mode. Replaced the faulty controller and verified proper operation by running diagnostics through the hardware test application. All functions tested successfully. The system functioned as intended after the field service engineer repaired the device.